Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation, therefore the reported event cannot be confirmed. A process review was completed and no discrepancies were found. No further investigation is required. The exact event date is unknown, however the event occurred sometime in (B)(6) 2016. Complaint information was provided by depuy synthes. Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that surgeon was using the mto ez clean ace reamer handle and while reaming with the conmed power equipment the power adapter broke off causing the reamer to wobble. The surgeon pulled the reamer guide off the conmed power source and successfully completed the surgery with a second reamer handle. No adverse events were reported as a result of the malfunction.